Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an issue related to the balloon, wherein it does not maintain adequate ventilation pressures. During placement of the device the physician can easily deflate the balloon with slight pressure from his fingers. It was reported that these are two extremely serious issues that put the patient at high risk. It was reported that they had two cases with #8 trachs were too soft and pliable. There was no reported patient outcome.